Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer has been receiving no delivery alarms when trying to fill the tubing. Customer stated that the first two reservoirs, the plunger would not come off the reservoirs and it would just spin in place. With the new box of reservoirs the insulin will not exit into the tubing. Blood glucose value is 98 mg/dl. During troubleshoot; customer disconnected and reconnected the infusion set and reservoir. Customer manually pushed the plunger and stated that insulin did not exit. Customer connected a new infusion set with current reservoir and performed manual prime again and insulin still did not exit the tubing. Customer was advised to change the reservoir to resolve the issue. Nothing further reported.